Event description:
The customer reported to baxter (B)(6) of a vented nitro set that has occlusions when it is loaded into an unknown IV pump. According to the reported condition, the process step in which this occurred was during use. The solution that was in the set is unknown. There was no patient injury or medical intervention involved. No additional information is available.

Manufacturer narrative:
(B)(4). The customer sent in an actual sample for evaluation. Visual and functional testing was performed and the reported condition was not confirmed. A pressure test under water at 8.0 psi +/- 0.5 psi of air was applied to the set. There was no occlusion detected in the set to generate an alarm situation. The batch review was performed and there were no deviations. The reported defect was not confirmed.